Event description:
The following report was rec'd from the clinical trial: the pt was admitted in cardiac arrest and subsequently died. An autopsy was performed, however, the results have not become available.

Manufacturer narrative:
This pt was randomized to the clinical trial in 2007. The primary indication for the index procedure was unstable angina pectoris. At index procedure, the circumflex was treated with a cypher sirolimus-eluting coronary stent. The pt was discharged the next day on an anti-platelet regimen. Index procedural details have not been provided. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.